Event description:
Initial reporter indicated that the patient experienced severe bradycardia during first intraoperative lead test. The lead test was repeated and resulted again with bradycardia, but only for 20 seconds. Further investigation revealed that the device was programmed on only for 15 minutes without any problems and during the first led test, the heart rate was 40 and asystole was seen for 10 seconds. Late report due to administrative error.